Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The atrial setscrew was found to be fully stripped from the lead bore. This did not allow the set screw to be tightened and secured properly in the field. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
Related manufacturer reference number: 2017865-2024-71051. It was reported that the patient presented for a routine device upgrade. During the procedure, the right atrial (ra) lead dislodged. While attempting to remove the ra lead, the set screw on the implantable cardioverter defibrillator (ICD) prevented the lead from being released. A different ra lead and ICD were used to complete the procedure. The patient was in stable condition.